Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was likely that the noisy image was displayed due to the faulty charge-coupled device (ccd). It was likely that the faulty charge-coupled device (ccd) was caused by water immersion from a part of the cut cable coating. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the hd autoclavable camera head relayed a bad grainy image. No adverse effects to patient reported.

Manufacturer narrative:
Additional event information was requested; the customer stated this information was not available. The device was returned for evaluation. During evaluation, the reported issue was confirmed: the device relayed a grainy image due to a faulty charge coupled device. Examination showed the cable was cut and kinked. Functional testing showed that the device failed leak testing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.